Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the inserter for trochanteric elastic nail (ten) was placed on the guide rod on the impactor. It was then impacted to continue the insertion of the nail inside the medullary canal. The inserter (ten) for nail was locking and it was not possible to drop the nail. This is report 2 of 2 for complaint #(B)(4). The insertion nail is necessary to apply shock; therefore, it was placed the guide rod on the impactor, in the moment to hammer and then to drop the impactor to continue with the nail inside medullary the impactor was locking and it is not possible to drop the nail.

Manufacturer narrative:
This additional device reported on (B)(6) 2013. Device is an instrument and is not implanted/explanted. (B)(4). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.